Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, when the device was being opened, it was found out that the needle and the thread had been disengaged. The event occurred during the procedure, but the product was not used for patient. The procedure was completed with another device. There was no patient injury.